Manufacturer narrative:
The device was not evaluated as the event description did not allege any device malfunction. The concerto IFU states: advance coil alignment marker just beyond proximal catheter marker band, then retract delivery pusher until coil alignment marker creates a ¿t¿ with the proximal catheter marker band under fluoroscopy. This relieves forward stress that may lead to false positive detachment. (B)(4).

Event description:
Medtronic received information that during coiling treatment of an aneurysm, the coil was stuck in the distal part of the microcatheter after it was detached and was removed by taking the microcatheter out. The physician must not have pushed the coil completely out of the microcatheter before deploying it so the tail was still in the microcatheter. It was detached with the detacher but had not been fully deployed and cleared of the microcatheter. Hence it was pulled out when removed with the microcatheter. The pushwire and catheter was not damaged. The anatomy was normal and did not play a part in the event. Another coil was implanted after this. There was no resistance inside the microcatheter. The patient was treated with more coils and was reported to be doing fine. Ancillary device used: rebar 18.